Manufacturer narrative:
Section d4: correction: the UDI# has been corrected to (B)(4). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
(Suspected) cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to iced system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, the ra lead was extracted successfully. Next, working to extract the rv lead, advancement was made near the rv lead tip. Traction was applied, and the rv lead came free and was removed. However, the patient's blood started to gradually decline and a pericardial effusion was detected via transesophageal echocardiography (tee), and an rv perforation was suspected. Rescue efforts began, including pericardiocentesis, cell saver, and administration of blood products. The patient's condition was monitored to see if the pericardiocentesis was effective, and did not require further intervention. The patient survived the procedure, and was admitted to the ICU overnight. This report captures the lld ez providing traction to the rv lead when the suspected perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.